Event description:
Reporter alleged blood glucose measured 152 mg/dl and when going to the hospital half hour later the lab result measured 300+ mg/dl. Customer stated being treated with insulin at the hospital and admitted for 3 days as a result. It was stated the results based on meter memory earlier that day were 177, 153, & 163 mg/dl. Controls testing with level one and level two were performed and values were found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.